Manufacturer narrative:
(B)(6). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Event description:
The international philips field service engineer (fse) reported a ventilator turns on by itself after seconds. Patient involvement information is unknown but has been requested. No patient or user harm was reported.

Manufacturer narrative:
The remote service engineer reported that the failure seems to stem from the user interface (ui) printed circuit board assembly (pcba) card and/or the ui assembly. Onsite repair was recommended.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response.

Manufacturer narrative:
The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. There was no delay to patient therapy; as the issue occurred when the device was off and outside of clinical use.